Event description:
It was reported that following open reduction and internal fixation (orif) of a left humeral fracture sustained after a ground-level fall, imaging from the immediate post-operative period through approximately three months demonstrated posterior oblique screw loosening. The patient did not undergo any intervention, and all implants remained implanted. Attempts have been made and no further information has been provided. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d10: it was not reported to us which of the implanted screws was backed out of the humerus at the time of this report. Information for all blunt tip screws has therefore been provided: item: 47-2486-044-40 - blunt tip screw, 4 x 44 mm - lot: 3259906 item: 47-2486-042-40 - blunt tip screw, 4 x 42 mm - lot: 3262485 - qty x2 item: 47-2486-044-40 - blunt tip screw, 4 x 44 mm - lot: 3257072 item: 47-2486-048-40 - blunt tip screw, 4 x 48 mm - lot: 3257075. D10: concomitant medical products: item: 47-2496-161-11 - proximal humerus, left, 11 x 160mm - lot: 3199147 item: 47-2486-130-40 - cortical bone screw, 4 x 30 mm - lot: 3235981 item: 47-2486-128-40 - cortical bone screw, 4 x 28 mm - lot: 3255040 item: 47-2488-010-00 - proximal humerus nail cap, 0 mm - lot: 3263346. G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.